Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. It was reported that the physician's name is dr. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the was able to clip grasp and lock onto tissue but failed to release from the catheter to deploy. Reportedly, the clip was removed from the endoscope and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. Block e1: it was reported that the physician's name is dr. (B)(6) . Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned, while the yoke was attached to the control wire. The observed failure could be evidence of difficulty experienced when attempting to release the clip from the catheter. The bushing was inspected under high magnification, and it appeared to be in good condition. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and the flattening wire was confirmed to be within specification. A dimensional analysis was performed on the braided shaft, and the measurement was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were confirmed to be within specification. Additionally, a dimensional examination was performed on the yoke diameter, and the measurement was within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific coporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the was able to clip grasp and lock onto tissue but failed to release from the catheter to deploy. Reportedly, the clip was removed from the endoscope and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.